Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was that the drawer was failed. The field service engineer (fse) troubleshooted the drawer and ensuring all connections were properly secured. The drawer was confirmed to be functioning correctly, and the cubie was reading accurately on the tray. A faulty cubie was force-released and handed to the customer. After completing these steps, the drawer was tested in the hardware test application, and both the drawer and cubies were verified to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pocket a5 was failed. Required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.